Manufacturer narrative:
Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device housing was broken, and the trigger was broken, blocked, and jammed. It was noted in the service order ¿aged deterioration does not work and disconnect with attachments¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was reported in the initial medwatch report that the date of this report, device returned to manufacturer and date received by manufacturer was feb 23, 2016. As per communication with affiliate the correct date for all fields was (B)(6) 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.